Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation(mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology, as the thin posterior leaflet likely contributed to the clip detaching from the leaflet. The reported mr was likely a secondary effect of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is being filed to report that after clip deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet requiring two additional clips for stabilization. It was reported that this was a mitraclip performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The first clip delivery system (cds) (60817u107) was advanced to the mitral valve and the clip was implanted successfully, reducing mr to 2. During echo; it was noted that the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr returned to 3-4. Two additional clips were placed to stabilize the slda clip and to further reduce the mr. A total of three clips were implanted, reducing the mr to 2. The patient remained in stable condition. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.